Event description:
It was reported that the patient was requiring oral pain meds despite a high pump dose and experienced inadequate pain relief. A dye study was attempted but the catheter was not in the intrathecal space; just the tip was in. The hcp opened the spine and found that the catheter was broken at the anchor. The spinal portion of the catheter was still in the intrathecal space; no cerebrospinal fluid (csf) was leaking. The anchor was still sutured in around the catheter. The spinal section was left in place and tied off to prevent csf leakage. The pump and catheter were replaced. It was indicated that the patient wanted the pump moved to a new location and they could not maintain sterility so the pump was replaced. It was noted there was no injury and the patient recovered without sequela. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Personal therapy manager model# 8835 serial# (B)(4); catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2007 explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed the catheter was broken. The distal end of segment 2 was somewhat jagged indicating it was more of a result of a break. The circular shape of the lumen was slightly off indicating the catheter was compressed in that area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.